Manufacturer narrative:
The returned reader was investigated and a known-good retained battery. Visual inspection has been performed on returned reader. No issues were observed. Reader powered on with button depression . Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue of the abbott diabetes care (adc) device was reported by a caregiver on behalf of the customer. The customer was receiving continuously low sensor readings and was unable to check their blood glucose due to the reader not powering on with button press or test strip insertion. Due to the lack of readings from the reader, the customer counteracted with sugary foods and glucose orally as a precaution. This resulted in the customer experiencing drowsiness, strong thirst, frequent urination, nausea, dizziness and eventually a lost consciousness. The customer was unable to self-treat, requiring caregiver to call for emergency services. While on the ambulance, the customer was treated with saline solution administered by a healthcare professional (hcp) and regained consciousness. Upon arrival to the hospital, the patient was admitted to the intensive care unit where a lab reading of 690 mg/dl was obtained which resulted in the customer being treated with an electrolyte infusion and liquids, calcium, and insulin (unspecified dose/type) for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue of the abbott diabetes care (adc) device was reported by a caregiver on behalf of the customer. The customer was receiving continuously low sensor readings and was unable to check their blood glucose due to the reader not powering on with button press or test strip insertion. Due to the lack of readings from the reader, the customer counteracted with sugary foods and glucose orally as a precaution. This resulted in the customer experiencing drowsiness, strong thirst, frequent urination, nausea, dizziness and eventually a lost consciousness. The customer was unable to self-treat, requiring caregiver to call for emergency services. While on the ambulance, the customer was treated with saline solution administered by a healthcare professional (hcp) and regained consciousness. Upon arrival to the hospital, the patient was admitted to the intensive care unit where a lab reading of 690 mg/dl was obtained which resulted in the customer being treated with an electrolyte infusion and liquids, calcium, and insulin (unspecified dose/type) for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.